Event description:
It was reported that the implantable cardiac monitor (icm) had noise. It was also reported that the icm recorded an episode of asystole. The icm was explanted and replaced due to the patient having asystole and was replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.